Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported seven false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false negative results. See related cases for alternate false negative results. Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 18827f, reader sn (B)(4). Customer tested positive with two unspecified at-home antigen tests on an unknown date. Customer was symptomatic and had exposure to someone else who was positive. Cartridges are stored within the validated temperature range.